Event description:
An rf 3000 radiofrequency generator was used for therapeutic ablation of the liver in 2006. Upon completion of a successful ablation, it was noted that the patient had suffered 2nd degree burns located at the anterior (bilateral) thighs. The burn was noted to be the size of the grounding pads. Treatment for the 2nd degree burns included silvadine cream. The patient has since been discharged from the hospital fully recovered.

Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.